Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with twenty six remaining clips. A clip was jammed under the channel cover. Functionally, the instrument was sanitized and disassembled, the internal components were properly assembled but damaged during the sanitizing process preventing a proper evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hepatectomy, while on vessel clipping ,the surgeon squeezed the handle but no clip came out. The device could not fire from the beginning. The procedure was completed with another device. The event occurred during the procedure, but the product was not used for patient. There was no patient injury.